Event description:
It was reported that the device and lead were explanted due to infection with sepsis. The patient was treated with intravenous antibiotics. This is a similar event as MDR 2183787-2018-00090.